Manufacturer narrative:
The in/out hub of the navigation system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite and replaced the surgeon cable, multiout power supply, video splitter cable, and the pca hub. A full navigation system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect parts were returned to the manufacturer for evaluation. The surgeon cable underwent functional testing and visual/physical examination. No fault was found as the returned cable passed a continuity test with no opens or shorts detected. The multiout power supply underwent functional testing and visual/physical examination. When connected to power it was found that the 28vdc port had no output. All other ports measured in the normal range. Opening the power supply chassis revealed a blown fuse. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No results are available at this time for the pca hub.

Event description:
A medtronic representative reported that while outside of a procedure the surgeon monitor on the navigation system would not boot up and the cart emitted a burning smell. A working monitor was put on the system and this monitor did not work. The monitor was not getting power. There was no patient present when this issue was observed.